Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This record captures a review of the literature article 'efficacy of combined anteroposterior fusion with no plate versus anterior fusion alone with cage and plate for multilevel degenerative cervical disease' from the spine journal. This study enrolled 62 patients who received surgical treatment for multisegmental degenerative cervical disease involving three or more segments between march 2001 and march 2010 and who were followed for at least 2 years. Group a was implanted with stryker solis cages and a competitor's plate. It was reported that 6 patients experienced hardware related complications defined as implant loosening or migration. It is not known if these patients received revision surgery.

Manufacturer narrative:
It was reported that 6 patients in group a and 1 patient in group b experienced hardware related complications: screw loosening and plate migration. The screws, plates, and rods used are not stryker devices.

Event description:
This record captures a review of the literature article 'efficacy of combined anteroposterior fusion with no plate versus anterior fusion alone with cage and plate for multilevel degenerative cervical disease' from the spine journal. This study enrolled 62 patients who received surgical treatment for multisegmental degenerative cervical disease involving three or more segments between march 2001 and march 2010 and who were followed for at least 2 years. Group a was implanted with stryker solis cages and a competitor's plate. It was reported that 6 patients experienced hardware related complications defined as implant loosening or migration. It is not known if these patients received revision surgery. Upon further investigation, it was determined that these implants are not stryker devices.